Manufacturer narrative:
B3: please note that only the month and year were known/reported. Continuation of d10: product ID neu_unknown_lead product type lead, ubd: unknown, UDI#: unknown this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration requiring surgical intervention, which was related to the procedure. The event, classified as severe, involved surgical correction where the lumbar fascia was exposed, electrodes were released and repositioned, and the leads were surrounded with an absorbable surgical mesh envelope with embedded antibiotics. Impedances were checked, and the surgical site was closed using triclosan-coated sutures (tcs) without incidents. The adverse event was resolved without sequelae as of (B)(6) 2021. No further complications were reported or anticipated.